Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adverse event ("lost female organ") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery to remove device). Essure was removed. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). ¿concerning the injuries reported in this case, the following one/ones were described in social media : adverse event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adverse event ("lost female organ") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery to remove device). Essure was removed. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). ¿concerning the injuries reported in this case, the following one/ones were described in social media : adverse event. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.